Manufacturer narrative:
All operating currents are within specification. No unexpected blank display was noted. The pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The pump functioned properly. The pump was received with scratched lcd window during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and a blank display from the insulin pump. The customer's blood glucose reading was 41 mg/dl. The customer treated with orange juice. The customer's blood glucose reading went up to 67 mg/dl. The customer stated that she had serious problems with the pump. The customer stated that the batteries have drained very quickly over the last few weeks. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to insert new aaa alkaline battery. The customer stated that the display did not return. The customer was advised to call back if the issue recurs.